Event description:
It was reported that while removing the device from the protective hoop, no unusual resistance was noted but the shaft separated at the guide wire exit notch. The device was set aside and not used. There was no patient involvement. Another xience xpedition was used successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment from this lot. Based on the reviewed information, no product deficiency was identified.